Manufacturer narrative:
The customer stated that the astral device was functioning normally but contacted resmed technical support when system errors were found in the device log. Resmed technical support was able to assist the customer troubleshoot the device. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported to resmed that while the device was being evaluated by the clinician, system faults were observed in the astral device log. There was no patient injury reported as a result of this incident.